Event description:
Pt stated, that his infusion device began beeping and displayed a 2.01 on the device screen. The pt was instructed to insert a new power pack and the device started working properly. The power pack had been in use for 3 weeks. The pt stated, that he was not familiar with the power pack recall, however, the pt stated, he had been receiving the replacement power packs. A co rep advised the pt on the importance of changing the power packs every 2 weeks. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.